Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by three minutes; cause was unknown. Tandem technical support assisted the customer with successfully adjusting the pump time. Blood glucose level was 290 mg/dl.